Manufacturer narrative:
The tip and the tubing were disposed of at the user facility. The account has multiple handpieces and it was not documented which one was being used in this case. They have chosen not to submit their devices for evaluation because they are all currently working correctly. (B)(4).

Event description:
It was reported that the 25khz spetzler baracuda tip was being used in a brain tumor procedure when the tubing kinked at the base of the handpiece causing heat at the tip which resulted in the tip cover melting. The tip was replaced and the procedure was completed successfully using the same tubing kit and handpiece. There were no patient or user injuries and no adverse consequences.